Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The specific manufacture date is not available, however the device was manufactured in 2005. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, corrosion on the device was identified in several places, insufficient reprocessing was confirmed as well as visible wear and tear of the device. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The event date is (B)(6) 2021, when the residue was observed on the ccd. Further inspection of the device found the ccd unit on the camera head could no longer be detached from the adapter. The housing of the ccd unit was broken. The thread with which it is connected is still stuck in the optics. The customer did not remove the ccd unit from the adapter when cleaning the camera head. Corrosion occurs on the thread of the ccd unit. Due to this the camera head can no longer be dismantled from the adapter. In addition, the adapter was corroded in several places. The adapter was noted to be very wobbly. It was determined to be worn out. Also, the stopper on the adapter was broken. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that the clip was broken. There was no patient injury reported. The device was returned to the regional repair center (rrc) for evaluation where corrosion residues were found on the charge-coupled device (ccd) unit. This report is being submitted to address the residue found on the ccd unit during evaluation.